Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string broke leaving the pledget inside her vaginal cavity. She manually removed the pledget and stated that all that came out was a half sized pledget. She believed she was able to remove the entire pledget. She started experiencing vaginal cramping and not feeling well after removal of the pledget. She consulted her doctor who instructed her to watch for increasing symptoms. Two days later she sought medical attention and her doctor performed a vaginal exam. No pledget pieces were found inside her vaginal cavity. She reported her vaginal cramping has improved. She did not receive any additional medical treatment.